Manufacturer narrative:
On the 15th of november 2023 we have received the items involved in the event. Visual inspection performed by r&d project manager: during the analysis it is evaluated that the whole stem body is covered with ha. None absorption of ha from the stem body can indicate that metabolic activity wasn't taking place and that, presumably, not adequate bone contact was achieved at the time of surgery. The post-op x-ray analysis could possibly provide more insight, such as the evaluation of possible early rotational instability or initial stress-shielding. Some signs of minor damage and scratches are present on the neck of the explanted stem, which is likely due to the revision surgery and not relevant to the reported issue. We removed the head from the stem and no particularity have been found both on the stem taper and on the femoral head. Based on the analysis completed and information available, it is not possible to identify a root cause of the stem loosening reported.

Manufacturer narrative:
Batch review performed on 15 september 2023. Lot 2106736: (B)(4) items manufactured and released on 16-dic-2021. Expiration date: 2026-12-02. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Clinical evaluation performed by medical affairs department. Revision 6 months from the primary tha, due to stem loosening in a difficult primary case following femoral osteotomy. The surgeon probably tried to use a short stem in order to spare an additional straightening osteotomy, but the bone quality turned out to be low and was unable to sustain the short stem.

Event description:
At about 6 months from the primary, the patient had an mpres stem revised due to ongoing thigh pain since primary operation. The cause of the pain was likely caused by a loose prosthesis as the stem was able to be removed by hand.